Manufacturer narrative:
The insulin pump was received with missing retainer ring and reservoir tube o-ring. The insulin pump was received with cracked select button at keypad overlay. The insulin pump was received with minor scratched lcd window, scratched case and scratched keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by customer's mother that the insulin pump had a big crack around battery compartment. Customer's mother stated they are unsure of leading event. The insulin pump will be replaced. The customer's blood glucose was unknown.